Event description:
Per medwatch report: "on pca pump of demerol. It appears that the pt received an overdose of demerol. Pump was set at 1.5ml dose but when pump read out, it read 15ml dose." The pt was successfully treated and admitted to ICU after this event. No other details are available.